Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the bisector would not deliver energy; therefore, it would not cauterize. Staff tried switching out the cords without success. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).